Manufacturer narrative:
(B)(4). Eval, results: (arterial and venous occlusion).

Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac vessels had mild tortuosity. It was reported by the investigator at the one month follow up that the patient had thrombosis in the proximal portion of the graft. At the 6 month follow up the event of thrombosis in the proximal portion of the stent graft was not reported. No add'l info has been obtained and the patient is fine.